Event description:
Related manufacturer reference number: 2017865-2022-06859. It was reported a patient deceased due to bacterial pneumonia. It was unknown if the death was related to the patient's implantable cardioverter defibrillator system.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The implantable cardioverter defibrillator (ICD) was returned above elective replacement indicator. Visual and electrical analysis were normal. The cause of infection could not be traced to the device.